Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified intima ii catheter experienced a cracked catheter adapter. The following information was provided by the initial reporter: on (B)(6) 2021, the patient came to the hospital because of dizziness for 1 month and aggravation accompanied by nausea for 2 days. The outpatient department was admitted to the hospital as cerebral infarction. Intravenous infusion was given in accordance with the doctor's advice. Before infusion, cracks were found in the y-shaped interface, and new indignant needles were immediately replaced. The use of disposable consumables did not cause any impact on the patient.

Event description:
It was reported that the unspecified intima ii catheter experienced a cracked catheter adapter. The following information was provided by the initial reporter: on (B)(6) , 2021, the patient came to the hospital because of dizziness for 1 month and aggravation accompanied by nausea for 2 days. The outpatient department was admitted to the hospital as cerebral infarction. Intravenous infusion was given in accordance with the doctor's advice. Before infusion, cracks were found in the y-shaped interface, and new indignant needles were immediately replaced. The use of disposable consumables did not cause any impact on the patient.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.